Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g3, g4, g7, h2 and h6 have been updated accordingly. In a review of the labeling, knee systems are contraindicated in the following situations: patients whose weight, age, or activity level might cause extreme loads and early failure of the system. It is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the knee component revision is the underlying patient conditions. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a2, a3, a4, a5, a6, b3, d4. All, d6 and d7. With out serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5. Corrected data: no device evaluation pending.

Event description:
Information was requested, not answered. There was no report of device malfunction.